Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch# 5060137 that balloon detachment occurred. Upon introduction of a 2.50mm x 12mm emerge balloon catheter, the balloon detached from the delivery device outside the patient. The procedure was completed with another 2.50mm x 12mm emerge balloon catheter. No patient complications were reported and the patient's status was fine and stable.